Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. It is unknown if there are plans to reimplant the patient with a new device.

Manufacturer narrative:
This report is filed on may 23, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed pain and infection at implant site, subsequently was treated with anti-biotics (type and duration not reported); however the issue did not resolve, resulting in extrusion of the receiver stimulator. Explant and re-implantation is planned but has not taken place at the time of this report may 23, 2016.